Event description:
A caller reported an occlusion alarm, but the alarm number could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or register as ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin. They reported experiencing multiple previous occlusion events and took the same corrective actions each time. The issue was recurring, so cts requested a follow-up for further assistance.